Event description:
Information notes that the histograms could not be obtained. Interrogation was slow and the device was in back-up mode. Attempts to program the sensor and reset were unsuccessful. The device was programmed to a base rate of 55 ppm with out- put at 2.5v and the pulse width at .6ms. The patient was in normal sinus rhythm at 60 bpm. The patient reported receiving a shock while charging a battery some time ago. The patient will be seen again in six months.